Event description:
It was reported that two months after implant, the right ventricular lead dislodged and was repositioned successfully. However, two months later, the lead dislodged again. Attempts were made to reposition the lead in several different locations, but there was no capture at maximum output. A small break at the end of the lead was noted on flouroscopy. The lead was explanted and replaced. No patient complications have been reported as a result of this event.